Manufacturer narrative:
The user facility's biomedical engineer (biomed) called technical support to discuss what could cause the low flow in the unit. The biomed will troubleshoot the reported issue and make needed repairs himself.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater had low flow in all modes. It was noticed after completing the cleaning process on the unit. There was no pt involvement.